Event description:
According to the info received, an end-user reported experiencing infections after using the catheter.

Manufacturer narrative:
One catheter was received for eval and visual examination. It was determined that there was no device failure. There have been no further complaints recorded to date for this lot number.